Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed a significant drop of longevity almost every after three months. Device data analysis showed that there were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device should be replaced and returned for detailed analysis. As of this time, the device remains in service. No adverse patient effects reported.